Event description:
It has been reported that a versacross access solution kit was selected for use for a transcatheter aortic valve replacement (tavr) procedure. It was mentioned that during the procedure, the tip of the versacross rf wire was noted char (black). Keep showing error code metal detected. Thus, the device was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis (disposed). The rf was delivered 5 times. Act was over 300s. Heparin was administered before the femoral access.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device did not return for analysis. However, based on the media provided, the charring on the distal end of the wire was observed, which is expected after multiple rf deliveries. The reported allegation of an error code appearing on the generator could not be verified based on the provided media. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It has been reported that a versacross access solution kit was selected for use for a transcatheter aortic valve replacement (tavr) procedure. It was mentioned that during the procedure, the tip of the versacross rf wire was noted char (black). Keep showing error code metal detected. Thus, the device was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis (disposed). The rf was delivered 5 times. Act was over 300s. Heparin was administered before the femoral access.